Manufacturer narrative:
For (B)(4) manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as high tech labs is an (B)(4) manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(4) was used as a place holder. (B)(4). Bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with a bd microtainer® contact-activated lancet a splinter was left in users finger. The following information was provided by the initial reporter: I just wanted to give you a heads up that I did the quest biometric test last monday. My finger kept hurting for days at the spot of the finger prick. I finally looked at it last night and had a sliver of metal splinter in my finger right at the site. I dug it out and it is a bit better but still sore. I have never had this happen with the in person tests. Was this kit sent to a home for self-collection? Yes. Where was the patient at the time of the injury? To our knowledge, home. Did the patient seek medical treatment? To our knowledge from talking with the patient, no. Did they follow directions to perform the finger stick and what directions was he/she following? To our knowledge, yes. The ones in the kit. What test / medical device was the lancet used with? Lancet + advance dx dbs card for wellness screening.